Event description:
Towards the end of a laparoscopic case the scrub tech noticed something blue in the patient's abdomen. It was discovered to be a piece of the 5mm trocar tip that had broken off. Another small piece was also retrieved. The trocar had been used by the assistant during the case and instruments were seldom passed in and out of the trocar.